Manufacturer narrative:
Device analysis for lead (B)(4) revealed no significant anomaly. The lead body outer insulation cosmetic esc (environmental stress cracking).

Manufacturer narrative:
Other applicable components are: product ID: 3986a-25, lot# 0204384877, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient felt overstimulation in all programs. The patient could not tolerate any stimulation at all with this lead and in the end they changed the lead. It was unknown what led to this event. It happened three months after implant (device was implanted on (B)(6) 2010). Diagnostics and troubleshooting was performed, the device was reprogrammed at all four electrodes. Impedance was okay with now further marks, but the telemetry strip indicated out of range impedances: 0&4 >10,000ohms, 0&5 >10,000ohms, 0&6 >10,000ohms, and 0&7 >10,000ohms. The configuration was set to 2x4 instead of 1x4. The hcp said that was a mistake. The issue was resolved following the lead replacement, the patient feels good. The indication for use included angina pectoris. The patient was alive with no injury. The rep additionally reported that the patient did not experience any falls or trauma. They could decrease the overstimulation by using 60 micro sec, the only setting that helped only a little. Other positions were tried. It was noted that the lead position was checked prior to the revision. During replacement the hcp said that it looked like the isolation from the lead was not there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.